Manufacturer narrative:
Date of event: approximated to (B)(6) 2020 based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a flexiva 200 tractip laser fiber was used in a procedure performed on an unknown date. According to the complainant, during the procedure, it was noted that the laser fiber was not working. A staff member has been burnt by the laser fiber while removing the laser fiber from the laser unit. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.